Event description:
Caller alleged discrepant results using the inratio meter. On (B)(6) 2011: found blood clot on leg and went to ER the following day. On (B)(6) 2011: nurse's inratio meter and strips = 3.0 inr. Caller is not the same person performing the test each time. Pt's daughter confirms unexpected high results started when weather conditions were very hot. Temperature was near 100 degrees at the time results were obtained. Following up with pt's daughter on (B)(6) 2011, reports that pt is at home and fine.

Manufacturer narrative:
No data analysis was performed because time between tests exceeded three hours. Since time between tests exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Pt is taking several medications. Per product user guide, "certain prescription drugs and over-the-counter medications (e.g., antibiotics, pain relievers) can affect the action of oral anticoagulants. Starting, stopping or changing the dose can affect the inr value." Recent test conducted on lot #243104 on (B)(4) 2011 met both accuracy and precision criteria. (B)(4). No further investigation will be pursued at this time. (B)(4). Due to this low occurrence rate, below the action threshold, corrective action is not required at this time.